Event description:
A malfunction code labeled malf 16 was reported, and there were no significant events prior to the malfunction. The customer's blood glucose level was not adversely impacted. Technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed to switch to multiple daily injections (mdi) as a backup form of insulin therapy and to place the malfunctioning pump into storage mode before returning it with a pre-paid label within 10 days. The customer understood and acknowledged these instructions.